Event description:
It was reported that the patient presented to the emergency room and the right atrial (ra) lead and right ventricular (rv) leads were found to have been pulled back and not capturing. The x-ray revealed that the patient had twiddled the leads and caused them to be pulled back. The leads were revised and remain in use. No further patient complications have been reported as a result of this event.